Event description:
It was reported when using the bd pyxis ciisafe system printer did print paper from the incorrect tray, preventing user from removing the required medications and causing minor delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station printer not woking as intended. A technical support specialist configured printer to use preprinted paper and auto select to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.